Event description:
A report was received that the patient's precision system was explanted. The implanting physician has not seen the patient since 2006, and has no record of the patient being explanted.